Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net alert for atrial impedance greater than the upper limit was received. The impedance was within the normal range when measured, and no out of range measurements were seen on the impedance trend. No further issues were reported.